Manufacturer narrative:
Additional information was added: the connector (male luer) of the device was received for evaluation along with a non-baxter connector. Visual inspection performed using the naked eye identified the male luer tip broken inside the non-baxter connector. Marks were noted on the male luer suggesting force was applied to connect the two devices. Other components of the male luer (sleeve, luer body, collar and sleeve assembly) were according to specifications. The reported condition was verified as a broken tip was identified. The cause of the broken male luer tip could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp extension set for an IV (intravenous) infusion of inotropes detached (separated). This was identified during an unspecified process step prior to use on the patient and as a result, the set was not to able to be used. There was no patient injury or medical intervention associated with this event. No additional information is available.